Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced significant reduction of irido-corneal angles.

Manufacturer narrative:
The product for this complaint has not been approved in the u. S. (B)(4).

Event description:
Additional information received - a vicmo13.2 implantable collamer lens was implanted and removed.